Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Additionally, it was reported that an altitude alarm occurred. A cartridge change was performed to address both issues. Customer's blood glucose level was not impacted.